Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the balloon was found ruptured. A functional found the device would not bow completely due to the twisted working length during manufacturing, the devices are 100% inspected for balloon integrity/inflation functionality, so the ruptured balloon likely occurred during preparation of the device. Therefore, the most probable root cause is handling damage. A search of the complaint database revealed that no similar complaints exist for the specified lot number. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an endoscopic billiary catheter was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, prior to the procedure the package was opened and it was noted that the balloon appeared melted/rubbed off in the middle. The procedure was completed with another endoscopic billiary catheter. Reportedly no patient was involved during the event.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endoscopic biliary catheter was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, prior to the procedure the package was opened and it was noted that the balloon appeared melted/rubbed off in the middle. The procedure was completed with another endoscopic biliary catheter. Reportedly no patient was involved during the event.